Manufacturer narrative:
This report is being submitted for correction to reporter name, contact number and email address. Also see update to e2, e3 and g2. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by customer. The customer sometimes does not perform proper brushing due to patient load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the customer deviated from the instructions for use during reprocessing. The event can be detected by handling the device in accordance with the following sections of the instructions for use: "inspection of the endoscopic system" and "inspection of endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited multiple wrinkles on insertion tube. Bending tube was deformed and free play was noted. The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. The bending section cover and light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Free play and reduced angulation was noted. Connecting tube had wrinkles and buckling. There were few additional findings. The distal end cover was shaved. The adhesive of the bending section cover was detached. Switch box had a dent. Control unit, universal cord, video cable and electrical contact of video connector had a scratch. The protector of videocable had a cut. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.